Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical frozen event. It was reported that following a cryoablation procedure involving a polarsheath and polarx catheter, the patient experienced post thoracic pain, due to a non-st-elevation myocardial infarction. A echocardiogram was perform and showed winter's pattern. It was further reported that the patient had coronary angiography performed with drug eluting stent to the left anterior descending artery (lad) due to this event. The patient was then discharged home with no further complications.